Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) female patient was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and the pump would not prime with purge. Multiple de-airing attempts were made to de-air. Staff made the decision to replace pump and purge cassette. New device was successful.

Manufacturer narrative:
The investigation for the reported pump issue has been completed. Neither the impella device nor data logs were returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues could not be determined. D4-updated model number.